Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection: the returned stent was found to be partially deployed from the stent catheter. The stent delivery catheter was found to be severely deformed. The stent stabilizer was found to be kinked/bent. The stent was found to be deformed. Significant amount of blood was noted during the analysis. Functional inspection: stent failed/unable to deploy functional test ¿ fail. The device was flushed few times due to significant amount of blood inside the stent delivery catheter. The stent could not be deployed due to significant friction and the device damage. The proximal end of the stent stabilizer was cut and the stabilizer was pulled out together with stent from the distal end of the stent delivery catheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the additional information, the device was prepared as per the dfu, there were no anomalies noted to the stent delivery system prior to use, the stent system was prepared as per dfu, the stent delivery system was flushed with saline prior to use and continuous flush was maintained. The patients anatomy was quite tortuous. The device was returned and the stent was noted to have been partially deployed from the delivery catheter and deformed, there was difficulty to advance the stabilizer to deploy the stent. It is probable that the device was damaged during navigation through the patients anatomy causing the damage noted to the device and the reported difficulty to deploy the stent. An assignable cause of procedural factors will be assigned to the reported and analyzed stent failed/unable to deploy and to the analyzed stent partial deployment, stent delivery catheter deformed, stent deformed, and stent stabilizer/catheter friction, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. It is probable that the proximal end of the stabilizer was kinked due to handing of the device during use, therefore an assignable cause of handling damage will be assigned to the analyzed stent stabilizer kinked/bent.

Event description:
Analysis of the returned device found that the subject stent returned for analysis was found to be partially deployed from the subject stent catheter, the stent delivery catheter was found to be severely deformed, the stent stabilizer was found to be kinked/bent and the stent was found to be deformed. There were no clinical consequences to the patient reported as a result of this event.